Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated over the last few months, the internal battery was starting to hurt when they charge. Patient stated the internal battery will get hot and hurts. Patient thought that could have been due to swelling as they have had more pain recently due to weather. Patient stated it also seems like the implant would just turn itself off randomly despite being charged. The patient was redirected to their healthcare provider to further address the issue.